Event description:
There was no delay, and the intended procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 and e2. Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the image is not displayed due to damaged scope socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source socket was loose, and when the customer plug in the scope the scope gets twisted or loose and produced no image. The issue occurred during preparation for use of an unknown procedure. There were no reports of patient injury or harm.